Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the operating room (or) staff called to report their permanent cautery hook (pch) instrument broke inside the patient, and there was a piece they were unable to locate. The customer advised that it was a plastic piece around where the metal hook attaches to the long shaft. The customer advised that there was no known patient injury at the time, and that they would return the instrument for failure analysis. The customer advised that they would continue searching for the missing piece. The isi tse advised that the distal clevis, pulleys, and proximal clevis are radiolucent, and the ceramic sleeve, metal pins, metal hook, and cables are radiopaque. X-ray was performed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected by the scrub technician when setting up the case. During the initial visual inspection, the scrub technician did not notice anything abnormal or damaged. The fragment fell while the surgical team was performing instrument removal. The surgeon was unable to determine the exact cause of the instrument breakage or the fragment falling. The instrument had been in use for approximately 30 minutes before the issue occurred. No functional issues with the instrument were noted by the surgeon during the procedure. There was no collision with other instruments or hard materials during the procedure. Fragments were thought to have fallen inside the patient, but not specifically due to a tip/accessory collision. The instrument was removed, and the wrist was straightened prior to removal. At the time, the staff was unable to recall any resistance. However, during the final removal, resistance was encountered and the instrument could not be removed easily. Upon examination, it was found that a screw had loosened, causing the resistance. The wrist was straightened during final removal and resistance was noted. There was no damage observed to the cannula. Additional instrument defects were noticed after it was removed. The missing fragment was searched for but not found during the procedure; it was believed a plastic fragment remained inside the patient. Upon review of video footage recorded by the surgeon, it is now believed the plastic piece was not left inside the patient. No additional surgical procedure was required to retrieve a fragment. An x-ray was performed in the operating room prior to waking the patient. The procedure was completed robotically. There was no known injury to the patient. The patient has not returned to the hospital due to post-surgical complications related to a retained foreign object. The instrument has been sent back for evaluation. Photographic images and/or a video recording are available and will be attached for isi review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken proximal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 5.38mm in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image was performed, and two images showed a breakage of the proximal clevis ear on the left side instrument when compared to the right-side instrument.